Event description:
Continuous glucose monitoring device, known as the lifestyle libre 3, is inaccurately sending false alarms for both high and low glucose levels. The libre 3 freestyle continuous glucose monitor gives me far more data than periodic fingerstick testing does, including great information on how eating certain foods affect glucose levels. For this, the libre 3 sensors are very valuable. However, over the last three months I have been receiving false alarms from the device indicating high or low readings, and when I verify with a fingerstick there are huge variances between the sensor reading and the fingerstick measurement. Some examples: on (B)(6) 2024 the sensor said 341, but the fingerstick showed 295; (B)(6) 2024 sensor said 67, fingerstick 110; (B)(6) 2024 sensor 304, fingerstick 279; (B)(6) 2024 sensor: 154; fingerstick 222; (B)(6) 2024 sensor: 71, finger stick 140; 7/28 sensor=66, fingerstick 150 7/13 sensor: 57 finger stick 168. None of the devices fall within the lot#'s on voluntary recall. This makes it really hard to trust or believe the alarms and makes me question the integrity of the product. Customer service is always very nice and happy to replace the sensor, but I'd much rather have a reliable product with accurate readings. Ref report: mw5160837.